Event description:
The (B)(6) reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at 19 day post-operative exam. The patient¿s chief complaint was that the event occurred the last two days, increasing in intensity. Topical steroid dosage was increased to treat symptoms. Pre-op; bcva from (B)(6) 2015; right eye pre-op 20/20 -5.50 x -.00 x 80; left eye pre-op 20/20 -5.00 x -.75 x 15.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.